Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - lumbar radiculopathy/ spinal pain. It was reported that since her battery was overdischarged, she's noticed a discharge feeling sometimes shock feeling at the battery site when she has to charge the device over an hour. Impedance check was run and all were within normal limits. The manufacturer's representative reprogrammed a new group c for patient to trial and asked for her update in a week both on the recharging discomfort and new group. Patient has updated (B)(4) and aprn on pain at site. Issue has not resolved at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the date when the overdischarge occurred was unknown. The cause of shocking was not determined. Both physician and the nurse practitioner were aware. No further complications were reported/anticipated.